Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During delivery and while pulling out the repositioning sheath, the patient became significantly hypotensive and pacer dependent for approximately ten minutes and lost all pulsatility. It was reported that pulsatility was re-obtained. An echocardiogram was completed to assess the impella devices position and found that the pigtail was likely stuck in papillary muscle. The device was pulled back and the physician attempted to reposition the device into the patient's left ventricle. At the end of the case, the device was repositioned and seated within the left ventricular chamber. It was reported that the patient survived the procedure.